Event description:
Event description guidant received information that this ventricular implantable lead had loss of ventricular capture. The physician questioned if there was a new small infarct or a reactive process to the helix.